Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced urticaria ("rashes or skin conditions type: itch like hives"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). In 2015, the patient experienced night sweats ("night sweats"), ovarian cyst ("ovarian cyst") and night blindness ("vision/eye problems type: loss of night vision"). In 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), headache ("headaches"), genital haemorrhage ("heavy bleeding"), uterine leiomyoma ("fibroids"), scar ("scar tissue") and uterine inflammation ("uterus inflamed"). The patient was treated with surgery (removal of uterus, cervix, fallopian tubes, and single ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, vaginal discharge, abdominal distension, constipation and genital haemorrhage had resolved, the thrombosis, headache, night sweats, ovarian cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, night blindness, uterine leiomyoma, scar and uterine inflammation outcome was unknown, the anxiety and depression had not resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, night blindness, night sweats, ovarian cyst, pelvic pain, scar, thrombosis, urticaria, uterine inflammation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram was done and everything was looking good. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, aka added, demographics added, product indication added, event added- night sweats, ovarian cyst, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, dysmenorrhoea, dyspareunia, vaginal discharge, night blindness, weight gain, abdominal distension, constipation, genital haemorrhage, uterine leiomyoma, scar, uterine inflammation. Events onset date and outcome added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and thrombosis ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery to remove essure . Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, thrombosis and headache outcome was unknown. The reporter considered headache, pelvic pain and thrombosis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.